Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating/high thresholds and was planned to be explanted. The rv lead had been in service for a long time, therefore it was expected that it would be difficult to explant without affecting/damaging the functional atrial lead. The physician decided to explant and replace both of the leads. The physician explanted and replaced the atrial lead with no issues, however was unable to remove the rv lead completely. During the revision, the patient experienced a ventricular fibrillation (vf) episode that was successfully terminated with external defibrillation, and a pericardial effusion which eventually was the reason for discontinuing the attempts to explant the rv lead. A pericardial tap was necessary to stabilize the patients condition. The rv lead was partially explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 6940-52 implantable pacing lead, implanted: (B)(6) 1998. (B)(4).